Event description:
One in.pact admiral balloon was used to treat stenosis of the right sfa/popliteal. Patient recovered. Approximately 14 months post use of the device occlusion of the right sfa/popliteal occurred. The occlusion was treated with deb and stenting to the right limb with rotarex and cutting-balloon-pta. Patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).